Manufacturer narrative:
Analysis was performed to the returned device. The reported break was observed as a needle to cuff miss with typical damages seen on a suture retrieval issue as a link separation was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined that observed needle to cuffs miss, link separation and the reported subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: h6: type of investigation: code 4115 removed and code 10 added. H6 - investigation findings: code 3221 removed and code 114 added. H6 - investigation conclusions: code 4315 removed and code 4311 added.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide device. Reportedly, "the material was discarded due to being inadequate, out of use (broken)". The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause could not be determined for the reported device break. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. It is possible the device broke due to interaction with difficult anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.